Event description:
Healthcare professional reported left side signs of leakage of the breast prosthesis with a layer of leaked silicone on the upper edge of the prosthesis approximately 5 cm wide and 1 cm deep¿ and ¿lymph nodes on the left filled with silicone-like material. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1. Zip code continued: (B)(6).

Event description:
Company representative reported left side signs of leakage of the breast prosthesis with a layer of leaked silicone on the upper edge of the prosthesis approximately 5 cm wide and 1 cm deep¿ and ¿lymph nodes on the left filled with silicone-like material. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Health effect- impact code: f2203. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.